Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was pacing during atrial tachy response (atr) episodes. Technical services (ts) recommended shortening post-ventricular atrial refractory period (pvarp) to avoid t-wave pacing as more atrial signal will be seen and tracked otherwise switch to a non-tracking mode as a permanent brady mode as the patient appears to be in chronic atrial fibrillation (af). No adverse patient effects were reported. The device remains implanted and in service.